Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an ens the patient reported that they got up this morning to increase stimulation and they saw a message that said ""system error therapy may have stopped contact clinician" patient said the device is not working. Patient started seeing the message yesterday. Reviewed how to restart the handset. The issue was not resolved through troubleshooting. Emailed rep. Patient has an a13 handset. Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the system error was unknown. The most likely cause was battery issue system failure. Patient was able to collect data still in trial needs. The steps that were taken to resolve the issue included the patient changed battery pack and continued to collect data. The issue was resolved. The patient was scheduled for permanent placement on (B)(6) 2024.